Event description:
It was reported that the lead safety switch (lss) feature was triggered on this right atrial (ra) lead due to high out of range pacing impedance. It was noted that the patient was not dependent on ra therapy and did not have any symptoms with the lss. Reprogramming the lead to bipolar was attempted, however, there was no capture. An x-ray and fluoroscopy did not provide a conclusive cause of the impedance issues. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.